Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise when in bipolar, but not in the tip to coil setting. It was determined that the lead pin was not fully inserted into the device. The connection was revised, and the device and lead remain in use. No patient complications have been reported as a result of this event.